Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was found that the flow sensor was replaced by the bio-med but with no improvement. The unit gives an inspiratory breath but no expiration and circuit occlusion error. The fsr found that the expiratory flow calibration was off, the unit was calibrated but peep was 2 counts low. An expiratory valve characterization was ran to solve the issue. After that, fsr performed complete system check, ran extended self test (est)/operator's verification procedure (ovp). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea 2 getting circuit disconnect and low exhaled volume (ve's). At this time, there is no information regarding patient involvement associated with the reported event.